Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the device did not work properly as the physician had difficulty deploying the bands. The procedure was not completed due to this event. It was reported that, later on that day, the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.